Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the glue on the forceps cover likely peeled off due to aging deterioration or due to an external force (such as strong rubbing against the relevant part during normal use, including the reprocessing). Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿leak¿ was confirmed due to a loose ultrasound connector. The glue on the forceps cover was missing and the cover insulation glue was chipped. The bending section rubber glue was noted to be cracked and chipped. The bending section was found frayed as multiple strands were found broken. The objective lens of the scope was inspected and found the glue peeling on the cement. The light guide tube was dented and collapsed. Further inspection found the scope connector loose and the angulation of the scope low. There was play noted with the scope¿s control knob and low tension with its movement. The most likely cause for the scope damage is user mishandling. The gf-uct180 instruction manual proved the statement below to mitigate scope damage. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The service center was informed that during reprocessing a leak was noted on the scope. There was no patient involvement.